Event description:
It was reported that the customer had low blood glucose levels of 60 mg/dl. The customer treated with food. The customer reported a blank display on the insulin pump. Troubleshooting was done. The customer replaced the battery of the insulin pump with a new aaa (B)(4) battery. The customer reported that the display did not return. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All operating currents were within specification and the off no power alarm functioned properly. The insulin pump passed the self test and no blank display was noted. No damage was noted on the isolation tape. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and scratched reservoir tube window.